Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown primary left hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not retained.

Event description:
It was reported, "this event reports dislocation and revision of primary implants. The patient has been paralyzed for approximately 25 years and had a standard hip put in as primary. The doctor's did not think it would hold because of the lack of musculature, but had to try a standard hip first. The primary did not hold and a constrained hip was implanted. The patient dislocated again and another constrained liner was implanted. The latest hip has been dislocated since the day after his 2nd revision surgery and he and his surgeons are trying to find hip devices that will hold in his hip with his current medical conditions. The patient has had 3 total surgeries including the primary and his current dislocation."

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). The events were reported under MFR# 0002249697-2015-00265 and 0002249697-2015-00264.

Event description:
It was reported, "this event reports dislocation and revision of primary implants. The patient has been paralyzed for approximately 25 years and had a standard hip put in as primary. The doctor's did not think it would hold because of the lack of musculature but had to try a standard hip first. The primary did not hold and a constrained hip was implanted. The patient dislocated again and another constrained liner was implanted. The latest hip has been dislocated since the day after his 2nd revision surgery and he and his surgeons are trying to find hip devices that will hold in his hip with his current medical conditions. The patient has had 3 total surgeries including the primary and his current dislocation." Update: this event was identified as a duplicate of (B)(4). The events were reported under MFR# 0002249697-2015-00265 and 0002249697-2015-00264.